Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar plus c-flex device was returned to a third-party service center with no initial alleged complaint. During evaluation no foam particle were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam needs to be replaced to address the issue. Additionally, the service technician also noted an error code e024(err_motor_speed_reverse), e022(err_motor_flux_magnitude), e030(err_motor_spinup_flux_high) and found contamination from dust. The device was scrapped by the service center after the evaluation was completed.